Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a self-reported fingerstick glucose of 416 mg/dl after a later and larger-than-usual breakfast and a delayed start to the day; the user reported running high for a few hours and completed a full supply change per troubleshooting guidance. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included remote troubleshooting and user education focused on supply replacement and adherence. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.